Manufacturer narrative:
The patient specimen was collected in a 5ml edta vacutainer tube and sampled within 13 minutes of collection. The specimen storage information was not provided. Controls recovered within assay limits before and after the event. The instrument is currently within qc specifications with respect to controls (accuracy) and repeatability (precision). Service was not dispatched for this event. The root cause is unknown. As a part of a retrospective review, this event was determined to be reportable.

Event description:
A customer reported that coulter lh750 hematology analyzer generated an erroneous platelet count of 128 (x10^3 cells/ul). Repeat testing after vortexing the sample produced a platelet count of 173 (x10^3 cells/ul). This result was considered correct and was reported out of the laboratory. The instrument generated suspect messages for platelet clumps for both initial and repeat testing. The patient results are shown in the attached file. There was no effect on patient treatment associated with this event.